Manufacturer narrative:
The investigation determined that unexpected vitros amon quality control results were obtained on a vitros 350 chemistry system. Unexpected quality control performance was observed across three different vitros amon reagent lots. An ocd field engineer cleaned components within the microslide incubator, replaced the reflectometer lamp, and updated correction factors to return the instrument to expected operation. Following this action, acceptable vitros amon performance was observed. Per the vitros 250/350 chemistry system maintenance and diagnostics guide (13 june 2012 revision), microslide incubator cleaning is considered an 'as required' maintenance activity. The root cause of this event is instrument related. There was no evidence to suggest a malfunction of the vitros amon reagent.

Event description:
The customer obtained unexpected vitros amon quality control results on a vitros 350 chemistry system. Vitros amon results of 125.0, 191.0, 217.4, 198.6, 239.1, 214.8, 122.4, 121.4, 191.9, 211.0, and 213.7 mmol/l were obtained from the vitros liquid performance verifier ii control fluid versus the expected value of 158.3 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros amon during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).